Event description:
It was reported to philips that the system shut down during standby, requiring multiple restarts on an integris allura 9 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service monitored the system and scheduled a follow-up inspection. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).